Event description:
Hypersensitivity injection sites which the physician treated with cortisone (po) to relieve flare ups.

Event description:
Signs and symptoms of hypersensitivity to bovine collagen are ongoing beyond two years. Event being reported as permanent injury per agreement with FDA.